Manufacturer narrative:
A ge rep evaluated the system and adjusted the tension on the steering chain. System operates as intended.

Event description:
The customer reported the steering handle is difficult to turn. No pt or staff injury was reported.